Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to customer location in connection with the reported issue that occurred on several of their iabps. The stm evaluated the iabp in question and was not able to reproduce the issue. However, as a precautionary measure, the stm replaced the luer fittings to iab fill port on the iabp to ensure there would be no chance of leakage. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed "iab disconnected". When checked, all connections were tight . Customer also stated that this is the 4th pump with the same issue and that getinge service has been there before. However, rebooting allowed the iabp to operate again. There was no patient harm and no adverse event was reported.